Manufacturer narrative:
Report required by FDA for eua.

Event description:
User reported a false negative result. User compared to another rapid antigen test and said there was a faint positive line on the comparison test.